Manufacturer narrative:
(B)(4). The lead has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported all impedance measurements were out of range. A revision was performed to see if the stimulator was not correctly connected. During the revision, the impedances were checked with an external neurostimulator, and the impedances were still out of range. The lead was explanted and replaced with a new one. The lead was broken and the tines were not removed. There was no pt injury, and the pt is currently under the test stimulation phase with the new lead.